Event description:
A malfunction was reported on the pump, and there were no notable events leading up to the issue. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The technical support team provided reset instructions, assisted the caller with resetting the pump, and confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if any issues reoccurred, which they acknowledged and understood.